Event description:
Healthcare professional reported "rupture per exam" and patient reported "rupture confirmed via MRI". Later healthcare professional reported "intra-capsular rupture and capsular contracture baker grade IV" confirmed by MRI and physical examination. Later healthcare professional reported "hole, non-specific". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: observed broken device through microscopic inspection assessed as fold flaw opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases, wear abrasion and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Clarification to b3 date of event: partial date july 2025. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture; capsular contracture baker grade IV.

Event description:
Healthcare professional reported "rupture per exam" and patient reported "rupture confirmed via MRI". Later healthcare professional reported "intra-capsular rupture and capsular contracture baker grade IV" confirmed by MRI and physical examination. This record is for the left side. Device was explanted and will be returned.

Event description:
Healthcare professional reported left side "rupture per exam". Patient later reported "rupture confirmed via MRI". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.